Event description:
Customer reported to customer service that her pump in style breast pump was painful while pumping. She also reported that she developed mastitis.

Manufacturer narrative:
The customer was sent a replacement breast pump. The customer reported mastitis and also reported that she saw her doctor who diagnosed her. The doctor gave her antibiotics, but did not indicate the name of the medicine. A medala clinician will follow up with the customer and should additional information or the original product be received, resulting in new, changed, or corrected information, a follow- up report will be fired at this time. It cannot be definitively concluded that the breastsheilds caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). "Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with history or mastitis". Riordoan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.